Manufacturer narrative:
Hosp states that they returned broken instrument to their contracted repair co, and it has since been repaired and returned to them. Our records show that the last time the hosp purchased a 30310mws was on 1/23/01 and it was never returned for repair.